Event description:
Vertigo [vertigo], back discomfort [musculoskeletal discomfort], feelings of malaise [malaise], atrial fib (fibrillation) [atrial fibrillation], rapid heart rate episodes [heart rate increased], sob (shortness of breath) [dyspnoea]. Case description: regulator-spont report received on 20-nov-2009 via voluntary report (B)(4) regarding a pt of unk age and gender, whose relevant medical history included osteoarthritis of the left knee. The pt received 2 injections of synvisc into the left knee in 2009. The pt woke up the day after the second injection (date of event: (B)(6)-2009) with feelings of malaise, back discomfort, rapid heart rate episodes, sob (shortness of breath), and vertigo. Feelings of these symptoms were episodic for 3 days, then the pt woke up and the symptoms increased in frequency so, the pt saw the physician and had a cxr (chest x-ray) and ECG (electrocardiogram). The pt was admitted to the hospital and was discharged 3 days later with the diagnosis of atrial fib (fibrillation). The pt had an echocardiogram and cardioversion while still in the hospital. No further info was provided. As of the date of receipt of this report, the pt outcome was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary - the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.